Event description:
It was reported that a spectrum iq infusion pump had rate accuracy test failure during unspecified process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, rate accuracy test failure was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent device to flowline for flow rate accuracy testing. With a delivery rate of 40 ml/hr and vtbi of 40 ml the test resulted in 41.387 ml which is an error percentage of 3.4675%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.